Event description:
It was reported that pump showed low power alerts, a rapid drop in indicated battery charge of about 60 percent, and then shut down unexpectedly, even though battery level was above 20 percent when pump turned back on. There was no adverse impact to the customer¿s blood glucose level. Customer restarted pump, was informed that insulin on board, maximum hourly bolus, and cgm sessions would reset after shutdown, and was educated on battery best practices, with plan to monitor system and contact technical support again if issue persisted.